Event description:
Per the physician, the patient¿s fixture failed to osseointegrate and fell out. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device on (B)(6) 2010. Device is not available for analysis.